Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the 30 degree endoscope plus collar was getting stuck and flipping left and right side for the surgeon. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope image flickered between being visible and not. The procedure was completed with another endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to exhibit camera tip temperature error. Additionally, the endoscope was evaluated, and found a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During an inspection of the endoscope cable-integrated connector, the cable-integrated connector housing exhibited discoloration. The endoscope was tested and placed on an in-house system for cable testing but failed due to a wpb defect. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.